Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual inspection noted that the set screws were in the connector bore.

Event description:
It was reported that during implant attempt, no "clicks" sounded when the device header was being locked to the leads. The leads were not retained by the unit when pressure was applied to test for a secure connection. The device was not used. There were no patient complications reported as a result of this event.